Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reports that sound fades in and out on his right implanted ear. He reports that the sound becomes louder if he presses on his implant site.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation surgery has not been scheduled yet.

Event description:
The patient reports that sound fades in and out on his right implanted ear and that the sound becomes louder if he presses on his implant site. No date for surgery is known at this time.